Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 078 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/01/2015 with the following findings: the black box showed evidence of call service 078 alarms. The pump was able to perform the prime sequence with no alarms observed. The pump was exercised for 24 hours with no alarms or warnings. The alleged issue could not be duplicated.